Manufacturer narrative:
Batch review performed on 02/13/2015: code 01.26.2848stt - lot 072007: 30 liners manufactured and released on 09/28/2007; no anomalies found. To date, (B)(4) liners belonging to this lot have been sold without any similar event. On 02/13/2015 the r&d made a test to quantify the wear of the retrieved liner, comparing its weight with the one of a new liner of the same size. It resulted to have a wear 100 times higher than the expected wear at 5 years. The reason of the excessive wear is likely related to a metal inclusion found on the retrieved ceramic head, probably due to a subluxation contact between the head and the metal back. On 02/13/2015 the medical affairs checked the x-rays received and he noticed that the cup was positioned to horizontally and this could have caused an impingement with the stem.

Event description:
Importer ref # (B)(4).